Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to post-operative breakage of the femoral component.

Manufacturer narrative:
The device history records were reviewed and no deviations or anomalies were identified. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.